Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leadless implantable pulse generator (ipg) was attempted and not used. It was noted the first leadless ipg attempted had high thresholds, low impedance and no capture. A new leadless ipg was attempted and it also exhibited high thresholds. It was noted when both systems were used when the tether was released resistance was felt and there was an acute rise in threshold and it was believed that the leadless ipg dislodged. A temporary pacemaker was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leadless implantable pulse generator (ipg) was attempted and not used. It was noted the first leadless ipg attempted had high thresholds and no capture. A new leadless ipg was attempted and it also exhibited high thresholds. It was noted when both systems were used when the tether was released resistance was felt and there was an acute rise in threshold and it was believed that the leadless ipg dislodged. A temporary pacemaker was placed. No patient complications have been reported as a result of this event.